Event description:
It was reported that the stent delivery system (sds) would not cross the lesion in the proximal circumflex and upon removal of the sds the stent dislodged in the left main artery. The pt was sent to bypass surgery and subsequently died during the surgery.